Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. The explanted device is not available for evaluation. However, the regurgitation in this case was most likely impacted by the progression of the patients underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned through the implant patient registry that a patient with a 25mm 3000tfx aortic valve underwent a redo avr after an implant duration of 13 years and two (2) months due to aortic valve dysfunction and aortic insufficiency .the device implant card stated there was a deficiency with the device. The explanted valve was replaced with a 25mm 11500a inspiris valve. Per received medical records, the patient presented with exertional intolerance and peripheral edema s/p avr/mv repair and maze procedure. Cardiac catheterization showed non-obstructive coronary disease. Intraoperative tee confirmed severe mr, severe tr and moderate plus central ar. During the procedure, when the aortic valve was visualized, it was very well secured to the annulus and the leaflets were fairly mobile. The valve was excised and the annulus was debrided. A 25mm resilia pericardial bioprosthesis was tied securely in place. Post-op tee showed no pvl and the aortic valve prosthesis functioned well. There was no residual tr and mild residual mr. The patient tolerated the procedure well without any complications. The patient was discharged in stable condition with home health nurse on pod # 7. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data: corrected investigation and conclusion coding to section h6.